Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a primary breast reconstruction primary with two 250cc mentor memorygel breast implant prostheses experienced left-sided rupture, capsular contracture (grade unknown, side unknown), and suffered several unexplained systemic symptoms postoperatively. The symptoms are chest pain, fatigue, thyroid issues, joint paint, sensitivity to light, hormonal dysfunction, infertility, anxiety, shortness of breath, and toxicity. The patient stated that she started to feel the symptoms since early 2011. On (B)(6) 2019, the patient had a CT scan due to shortness of breath. In 2020, the patient became aware of the CT scan result that indicated left-sided rupture. As a result, the patient is scheduled to undergo bilateral removal without replacement on (B)(6) 2020. It is currently unknown which side the patient experienced the capsular contracture. At this time of report, it is reported for the left side. Follow-up is in progress for clarification. If additional information becomes available, a supplemental report will be submitted. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 23-dec-2020, mentor received additional information regarding the patient's symptoms. The patient experienced bilateral ptosis. On 11-jan-2021, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Some pictures were provided in the paperwork received. Upon visual evaluation of one of the images, scar tissue was noted next to the complaint device with no apparent damage. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient¿s symptoms. Mammogram performed on (B)(6) 2014 indicated bilateral breast cysts. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).